Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. Review of the most recent repair record determined the pre-test was able to be performed; however, the comb was bent and the bottom roll was worn. The comb, bottom roll and gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery on (B)(6) 2023, that the two cogs were not meeting, which was not allowing the device to turn correctly. The ratchet was not stuck on the mesher and was able to perform the up and down motion. An alternate device was not available for immediate use. There was no harm or delay reported. Due diligence is complete and there is no additional information available. Upon investigation, there was a damaged comb. No adverse events were reported as a result of this malfunction.